Event description:
The customer was hospitalized for dka. It was indicated that the customer had high blood glucose for a week before admission. The doctor believes that the causes may be possible pump related. The customer had nausea and was vomiting. The customer had a back up plan. The customer also informed that they changed the sets several times. Troubleshooting was performed. The programming on the pump was correct. However, the primary history shows that the customer was doing a manual prime of 0.0u on numerous occasions and did not run any fixed primes. It was mentioned that the insulin exited. The customer's family member stated that the front screen of the pump has a crack.